Event description:
In 2003, the patient reportedly was seen at the center for device evaluation. External equipment was exchanged. However, the patient was unable to hear while using their sound processor. Three days later the patient was seen by a company representative. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another clarion device.